Event description:
A 'mandibular bar', implanted on an unknown date was noted as broken and was removed from the patient. It is believed the patient underwent a mandibular bar. Date of fracture is unknown.